Manufacturer narrative:
Additional information: d10, h3, h6 as received, a complete lead was returned in one piece with the helix fully extended and meeting device specifications. The reported events of failure to sense and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damages occurring at time of procedure. The reported events of lead dislodgment, failure to sense, failure to capture, and muscle stimulation were not confirmed.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient presented to clinic due to pectoral stimulation. During follow-up, loss of capture, loss of sensing, and loss of pacing were observed on the atrial lead due to lead dislodgment. Twiddler's syndrome was suspected to be the cause of the lead dislodgment. The lead was explanted and replaced to resolve the event and the patient was in stable condition.